Event description:
The user facility reported the patient was on impella cp support and during support, the pump was 2.8cm in the left ventricle. They decided not to adjust the position unless there was signs of hemolysis. Later in the day, dark colored urine was reported. The doctor repositioned the pump to 3.8cm and the pump was turned down to p-8. R lactate dehydrogenase and haptoglobin was drawn to confirm hemolysis, they resulted 1184 and 21 respectfully. The urine cleared since repositioning. Additionally, the patient had a hematoma and a femstop was placed. Support continued. Furthermore, the patient had ventricular tachycardia. The pump was turned down to p 2 and dobutamine was started. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of hemolysis, positioning issues, and vf/vt/af/at has been completed. The complaint device not returned for analyzing. Data log reviewed: few suction alarms. Quick resolved impella in aorta position alarms. Low placement signal and unknown impella position alarms occurred. Motor current (mc) spike observed at p5 which not impacting any issue. Vf/vt/af/at: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Hemolysis: significant hemolysis which resolved with pump repositioning and adjusting p level, urine cleared. The cause of hemolysis issue most likely was improper positioning issue since it resolved after device repositioning and p-level adjusting. Positioning issues: the cause of positioning issue cannot be determined due to insufficient clinical details.